Event description:
It was reported that during a planned replacement surgery an old device was interrogated with 2500 ohms and 8-25% battery but when the new generator was plugged into the old lead the new generator showed high impedance . It was confirmed that system diagnostics test was run separately from interrogation, and that pin reinsertion had been attempted several times. The lead was replaced and the high impedance resolved. Operative notes from the surgery indicated that upon identifying the old generator in the pocket the lead was bent high impedance was detected when the lead was attached to the new generator and the impedance issues resolved upon lead revision. The attending company representative wasn't aware of any visual anomalies identified with the lead in surgery. The explanted suspect product was discarded. No further relevant information has been received to date.